Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18066354 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported , a retrieval of a 55 optease retrievable vena cava filter failed. The filter was snared easily, but it was impossible to pull the unknown retrieval sheath over the filter. Some force was used, but still not possible to advance the unknown sheath over the filter. However ,the filter was left implanted, and the patient is doing fine. There was no damage noted. The product was stored and prepped according to the instructions for use. No anomalies were noted when the device was taken out of the package. The device was not pulled from the packaging by the hub. There was no difficulty experienced in prepping the device. The access site was femoral. There was no difficulty tracking through the vasculature. There was no unusual force used at any time during the procedure. The intended target lesion was the vena cava. There was no vessel tortuosity. The device will not be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, and h6. As reported, a retrieval of a 55 optease retrievable vena cava filter failed. The filter was snared easily, but it was impossible to pull the unknown retrieval sheath over the filter. Some force was used, but still not possible to advance the unknown sheath over the filter. However, the filter was left implanted, and the patient is doing fine. There was no damage noted. The product was stored and prepped according to the instructions for use. No anomalies were noted when the device was taken out of the package. The device was not pulled from the packaging by the hub. There was no difficulty experienced in prepping the device. The access site was femoral. There was no difficulty tracking through the vasculature. There was no unusual force used at any time during the procedure. The intended target lesion was the vena cava. There was no vessel tortuosity. The product was not returned for analysis. A product history record (phr) review of lot 18066354 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. As the retrieval sheath is unknown and with the limited information provided it is not possible to determine a cause for the difficulties encountered while attempting to retrieve the filter. The optease retrievable filter can be retrieved up to and including 12 days after implantation from femoral access only. Following implant, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The predominant concern is the development of endothelialization, which would make subsequent removal difficult and has been shown to lead to explant problems in as little as 12 days. The optease retrievable filter is considered a permanent implant if it is not retrieved within the specified time period. The IFU provides a table or recommended devices required for the retrieval of the optease retrievable filter. Neither the phr nor the information available suggests that there is a design or manufacturing related cause for the reported events; therefore, no corrective/preventive action will be taken at this time.